Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Product broke while retracting. The date of the event was (B)(6) 2018, the device has the sleeve used when processed, issue occurred during patient use, patient information, female, (B)(6), 38.5 bmi, no patient injury or intervention, medical status after event was stable, device did not break/fall into body field, the case was delayed while another device processed, the lap gastric sleeve was completed as planned. If the facility is reporting to FDA, not answered. Received the device with frayed wire protruding.

Manufacturer narrative:
(B)(4). One (1) 89-6112 d-flex triangular retractor 80mm ang 5mm was returned for evaluation as the complaint sample. The etchings were clear and included the lot code of f17, the product code of 89-6112, and the snowden-pencer USA brand name. The sample was observed to have a broken cable that was frayed and out of the track appropriate to the product. The protruding cable end was frayed. Both ends of the cable were still in the sample when returned. Minimal wear was found (marks and scratches) on the handle and on the beads of the functional end of the retractor. The protective sleeve was not returned with the sample. All pieces were returned other than the protective sleeve and the white handle cap. Functionally, the jack screw did not control the cable¿s tension to tighten the beads as the cable was broke. This deemed the sample as non-functional. The broken cable was pulled down the beads towards the handle to determine where the break would have likely happened. The most probable location was before the first long segment of the triangle based upon the length of cable that remained. The end of the cable that was broken was then removed to observe the broken nature of the non-visible end within the shaft. It was observed that this end was frayed too and when laid against the sample, the failure point was verified of the initial long bead of the triangle. Upon visual and functional evaluation, the sample was verified as broken. It was most probable that the sample was put under enough stress to fray the cable initially. With the cable fraying, the cable would most likely continue to have additional force placed upon the remaining strands of the cable and eventually snap all the strands causing the observed failure mode. Device history records were reviewed for the 89-6112 sample, date code f17, lot number 889823: all work instructions were completed accordingly. No deviations or non-conformances were noted. Qa testing was performed, all inspections passed. The most probable root cause based upon the sample observation was that the sample was overstressed and over time the sample¿s forces caused it to break. The overstressed damage could have been caused by handling, cleaning, storage, or use. It has been recommended to review the products instructions for use, IFU 26-2904 in particular the handling, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.